Event description:
Patient underwent surgery to their rotator cuff, utilizing multiple implants. Patient was later found to have surgical site infection and had to have surgery to remove the implants.====================== health professional's impression======================infectious disease physician believes contaminated product should be investigated as possible source of infection - not normally seen after this type of surgery.